Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in a procedure on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.